Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer gave "incomplete tube retract" error. Customer reported that there was blue fluid inside the system. Customer reported that the fluid dripped out onto the countertop and onto the floor. Customer reported that the volume of the leak was less than 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed cleaner reagent below the instrument. The fse repaired the kinked waste tubing below the aspiration port. The fse also replaced the dead plate and arm tube sensor and thoroughly cleaned the tube forward sensor.

Manufacturer narrative:
(B)(4).